Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4 (UDI#), e1 (initial reporter & event site email), h6 (problem code). A getinge field service engineer (fse) evaluated the unit. Checked unit over and confirmed the vacumn leak test on the drive manifold failed, fse tried installing a new safety disk but still failed, installed a different pim but still failed, disassembled the unit and removed the pneumatic assembly and removed the drive manifold. Fse installed a new drive manifold and reassembled in the unit. Fse retested the drive manifold leak test and all passed now. Performed a complete calibration and electrical safety test unit is cleared for use. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: pn: 0104-00-0031 sn: (B)(6) _asco drive manifold assy. This part was received with a reported unit failure message of failed leak tests. Performed visual inspection of this part received and part looks be in condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department performed all manifold tests and drive manifold leak tests failed with result of vacuum diff pressure 34 mmhg and pressure leak diff. Pres. -61 mmhg; the factory specification are for vacuum leak diff prs. +-25 mmhg and pressure leak diff prs. +-55 mmhg. The failure analysis and testing department verified the failure message of drive manifold would not pass the leak tests. Drive manifold assy, failed testing. Sent drive manifold assy, to the supplier for failure analysis as per procedure. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0104-00-0031 drive manifold serial number (B)(6) _asco with a reported unit failure of failed drive manifold test. The failure analysis and testing dept. Performed a visual inspection of the drive manifold which included the inspection of all electrical wiring and components. The fat dept. Found all electrical wiring and components to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0031 drive manifold serial number (B)(6) _asco into the cardiosave test fixture and tested the drive manifold to factory specifications the cardiosave service manual. The drive manifold test was performed. The drive manifold failed the vacuum leak differential test with a result of 31mmhg. The factory specification is +-25mmhg. The drive manifold also failed the pressure leak differential test with a result of -58mmhg. The factory specification is +-55mmhg. The drive manifold failed testing. Retaining the drive manifold in the fat dept. Per procedure.

Event description:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement reported.